Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device on the right was removed in multiple segments"), pelvic pain ("pain") and genital haemorrhage ("heavy bleeding genital") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included major depression, allergic rhinitis and sinus tachycardia. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), chest pain ("chest pains"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation") and depression ("depression"). The patient was treated with surgery (to remove the essure -bilateral salpingectomy) and surgery (to remove the essure -bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain lower, chest pain, menorrhagia, dysmenorrhoea, migraine, headache, nausea, dyspareunia, constipation and depression outcome was unknown. The reporter considered abdominal pain lower, chest pain, constipation, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010, (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device on the right was removed in multiple segments"), pelvic pain ("pain") and genital haemorrhage ("heavy bleeding genital") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included major depression, allergic rhinitis and sinus tachycardia. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), chest pain ("chest pains"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation") and depression ("depression"). The patient was treated with surgery (to remove the essure -bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain lower, chest pain, menorrhagia, dysmenorrhoea, migraine, headache, nausea, dyspareunia, constipation and depression outcome was unknown. The reporter considered abdominal pain lower, chest pain, constipation, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010, (B)(6) 2009 . Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received. Lot number, reporter information, patient details, other relevant history, lab data, product information, concomitant drugs and events- heavy bleeding genital, migraines, headaches; nausea; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); cramping, chest pains, constipation, menorrhagia, depression, essure device on the right was removed in multiple segments were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device on the right was removed in multiple segments"), pelvic pain ("pain") and genital haemorrhage ("heavy bleeding genital") in a 34-year-old female patient who had essure (batch no. 664659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: yaz; for an unreported indication: orthotricyclin. Concurrent conditions included major depression, allergic rhinitis and sinus tachycardia. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower ("cramping"), chest pain ("chest pains"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), depression ("depression"), vaginal haemorrhage ("abnmormal bleeding (vaginal)") and abdominal pain upper ("abdominal pain upper"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure -bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, chest pain, menorrhagia, dysmenorrhoea, nausea, dyspareunia, constipation, depression and vaginal haemorrhage outcome was unknown and the abdominal pain lower, migraine, headache and abdominal pain upper was resolving. The reporter considered abdominal pain lower, abdominal pain upper, chest pain, constipation, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: 02mar2010, ??-jun-2009. Diagnostic results: (B)(6) 2010 : essure confirmation test(s) conducted, specify - total bilateral occlusion / everything looked fine and was blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: events- "abnmormal bleeding (vaginal), abdominal pain upper", lot number, historical drug added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device on the right was removed in multiple segments"), pelvic pain ("pain") and genital haemorrhage ("heavy bleeding genital") in a 34-year-old female patient who had essure (batch no. 664659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholelithiasis, asthma and primary insomnia. Previously administered products included for birth control: yaz; for an unreported indication: tri-sprintec and orthotricyclin. Concurrent conditions included major depression, allergic rhinitis and sinus tachycardia. Concomitant products included amitriptyline, aripiprazole (abilify), baclofen, budesonide, cetirizine hydrochloride, cyclobenzaprine, docusate sodium (colace), eszopiclone (lunesta), fexofenadine, fluticasone propionate;salmeterol xinafoate (advair), gabapentin (neurontin), meloxicam, metoprolol, montelukast, pregabalin (lyrica), propranolol hydrochloride (propanolol), sertraline, tizanidine hydrochloride and tramadol hydrochloride. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower ("cramping"), chest pain ("chest pains"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), depression ("depression"), vaginal haemorrhage ("abnmormal bleeding (vaginal)") and abdominal pain upper ("abdominal pain upper"). On (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure -bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, chest pain, menorrhagia, dysmenorrhoea, nausea, dyspareunia, constipation, depression, vaginal haemorrhage and fibromyalgia outcome was unknown and the abdominal pain lower, migraine, headache and abdominal pain upper was resolving. The reporter considered abdominal pain lower, abdominal pain upper, chest pain, constipation, depression, device breakage, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010, (B)(6) 2009. Diagnostic results: (B)(6) 2010 : essure confirmation test(s) conducted, specify - total bilateral occlusion / everything looked fine and was blocked. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received. Event per pfs: fibromyalgia was added. Concomitant medications were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device on the right was removed in multiple segments"), pelvic pain ("pain") and genital haemorrhage ("heavy bleeding genital") in a 34-year-old female patient who had essure (batch no. 664659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: yaz; for an unreported indication: orthotricyclin. Concurrent conditions included major depression, allergic rhinitis and sinus tachycardia. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower ("cramping"), chest pain ("chest pains"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain upper ("abdominal pain upper"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure -bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, chest pain, menorrhagia, dysmenorrhoea, nausea, dyspareunia, constipation, depression and vaginal haemorrhage outcome was unknown and the abdominal pain lower, migraine, headache and abdominal pain upper was resolving. The reporter considered abdominal pain lower, abdominal pain upper, chest pain, constipation, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010, (B)(6) 2009. Diagnostic results: (B)(6) 2010 : essure confirmation test(s) conducted, specify - total bilateral occlusion / everything looked fine and was blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device on the right was removed in multiple segments"), pelvic pain ("pain") and genital haemorrhage ("heavy bleeding genital") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included major depression, allergic rhinitis and sinus tachycardia. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), chest pain ("chest pains"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation") and depression ("depression"). The patient was treated with surgery (to remove the essure -bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain lower, chest pain, menorrhagia, dysmenorrhoea, migraine, headache, nausea, dyspareunia, constipation and depression outcome was unknown. The reporter considered abdominal pain lower, chest pain, constipation, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010, (B)(6) 2009 . Most recent follow-up information incorporated above includes: on 20-jun-2018: FDA codes added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.